Event description:
When we opened a port that was going to place in a patient, we noticed the catheter portion was coiled too tight. When uncoiled, it had a multitude of kinks in the catheter. The tech tried to get the kinks out to the best of her ability, but we made the determination that it would be in the best interest of the patient if we opened a new port. The kinked port would not lay properly in the vessel with the condition it was in.